Event description:
It was reported, "the catheter of the port fractured in the arm and migrated to the pulmonary artery. The fracture was discovered on a chest x-ray. Patient was immediately sent to have the catheter extracted. Patient returned to have the old port and residual catheter removed and a new vein port and catheter inserted.

Manufacturer narrative:
Results & conclusions: analysis: an inventory of the returned port system included the port body, catheter lock, and two segments of catheter (41 & 6cm). The shorter section of catheter was attached to the port outlet tube using the catheter lock. Dimensional characterization showed the pieces to be within manufacturing specifications. A visual inspection of the catheter fracture area revealed burnishing on approximately one-third of the surface. The corresponding segment on the outer diameter of the catheter showed similar burnishing. Conclusion: characteristics of the fracture surface indicate that the catheter was repeatedly pulled against a rigid structure at the point of fracture. After crack initiation, the abutting surfaces at the location of the fracture rubbed against each other, and/or against the external structure, and become burnished. The catheter fractured as a result of repeated pulling against a rigid structure.